Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative reported that the site elected to replace the worn screw on the clamp. It was reported that functionality was restored to the clamp. However, this confirms that the part will not be returned to the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the suretrak clamp had a screw that was partially worn. There was no patient present when this issue was identified. No additional information was provided.